Manufacturer narrative:
Initial and final MDR 2584287-device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue with three infusion sets on (B)(6) 2026. The infusion set fell off during use. The infusion set was used for one and a half day and one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.